Event description:
It was reported, the light source exhibited a b30 scope communication error. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned as the problem was addressed through troubleshooting. The digital light source cable was reseated to resolve the b30 error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the phenomenon occurred due to contact failure of scope connector. Olympus will continue to monitor field performance for this device.